Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing f&p's investigation. F&p has requested for the return of the subject device and for further information about the reported event, such as the device details, the duration of the patient desaturation, patient condition, and the final patient outcome of the event. However, the healthcare facility stated that the subject device has been discarded and no further information about the reported event has been provided. F&p will provide a follow up report upon completion of f&p's investigation. Product background: the opt942 optiflow + adult nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Optiflow + interfaces are designed for use with the airvo series humidifiers and are also compatible with the f&p mr850 and 950 humidification system devices. Optiflow + interfaces are intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. Optiflow + interfaces are not intended for life support and appropriate patient monitoring must be used at all times.

Event description:
A distributor reported on behalf of a healthcare facility in japan that on (B)(6) 2025, an opt942 optiflow + adult nasal cannula was found damaged during patient use. The healthcare facility stated that the subject device had been in use for over 24 hours. The healthcare facility stated that prior to the reported event, the "patient was restless" and was "trunk suppressed and limb suppressed". The healthcare facility reported that on 20 april 2025, the patient was found with an spo2 of 50-60% during an inspection by healthcare facility staff. The healthcare facility reported that the tubing of the subject device was found damaged and was temporarily repaired with silky tape and permirall. There was no reported medical intervention. The healthcare facility stated that it is possible that the subject device was accidentally pulled or caught in other equipment during the reported event. The subject device was later replaced. No further patient consequences were reported by the healthcare facility.

Manufacturer narrative:
(B)(4). Corrected data: b4, b5, d4, d10, g3, g6, h2, h6. D4, h4: fisher & paykel healthcare (f&p) requested for further information regarding device details, however, no further information regarding device details was provided by the healthcare facility. Product background: the opt942 optiflow + adult nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Optiflow + interfaces are designed for use with the airvo series humidifiers and are also compatible with the fisher & paykel healthcare (f&p) mr850 and 950 humidification system devices. Optiflow + interfaces are intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. Optiflow + interfaces are not intended for life support and appropriate patient monitoring must be used at all times. Method: the complaint opt942 optiflow + adult nasal cannula was not returned to f&p for evaluation. F&p's investigation is based on the information and photograph provided by the customer, previous investigations of similar complaints, and f&p's knowledge of the product. Results: visual inspection of the photograph provided by the customer revealed that the tubing of the opt942 optiflow + adult nasal cannula was stretched and torn near the 3-way connector. The film of the tubing was wrinkled which indicates the damage was consistent with an external force being applied to the tubing. The healthcare facility stated that it is possible that the subject device was accidentally pulled or caught in other equipment during the reported event. The healthcare facility reported that the patient was found with an spo2 of 50-60% during an inspection by healthcare facility staff. The healthcare facility reported that the tubing of the subject device was found damaged and was temporarily repaired with medical tape. The healthcare facility stated that the subject device was then used to stabilise the patient's spo2. There was no reported medical intervention, and the subject device was later replaced. Fisher & paykel healthcare (f&p) requested for further information regarding the patient injury (such as the duration of the patient desaturation), however, the healthcare facility was unable to provide the requested information. Conclusion: f&p's investigation was unable to determine the exact cause of the observed damage to the opt942 optiflow + adult nasal cannula. Based on f&p's knowledge of the product and the information provided by the customer, the tubing was likely subjected to excessive force. The healthcare facility stated that it is possible that the subject device was accidentally pulled or caught in other equipment during the reported event. F&p's manufacturing controls for the optiflow + tubing include inspections during production for visual defects including cracks, tears, moulding defects, contamination, inclusions, discoloration and stretching or deformation. The subject opt942 optiflow + adult nasal cannula would have met the required specifications. The user instructions which accompany the opt942 optiflow + adult nasal cannula show in pictorial format the correct placement and fitting of the cannula, including ensuring the head strap clip and the tubing clip are appropriately attached. The user instructions also state: - "do not crush or stretch tube, to prevent loss of therapy." - "ensure head strap clip is attached, to prevent cannula from being pulled out of the nares." - "cannula can become unattached if not used with the head strap clip." - "attach tubing clip to clothing/bedding to prevent cannula from pulling off face." - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "failure to use the set-up described above can compromise performance and affect patient safety."

Event description:
A distributor reported on behalf of a healthcare facility in japan that on (B)(6) 2025, an opt942 optiflow + adult nasal cannula was found damaged during patient use. The healthcare facility stated that prior to the reported event, the "patient was restless" and was "trunk suppressed and limb suppressed". The healthcare facility later reported that the patient was receiving treatment for chronic obstructive pulmonary disease, acute respiratory failure, and congestive heart failure. The healthcare facility later stated that prior to and throughout the reported event, the patient was experiencing delirium and dementia. The healthcare facility reported that on (B)(6) 2025, the patient was found with an spo2 of 50-60% during an inspection by healthcare facility staff. The healthcare facility reported that the tubing of the subject device was found damaged and was temporarily repaired with medical tape. The healthcare facility stated that the subject device was then used to stabilise the patient's spo2. There was no reported medical intervention, and the subject device was later replaced. Fisher & paykel healthcare (f&p) requested for further information regarding the patient injury (such as the duration of the patient desaturation), however, the healthcare facility was unable to provide the requested information. The healthcare facility stated that it is possible that the subject device was accidentally pulled or caught in other equipment during the reported event. No further patient consequences were reported by the healthcare facility.